Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-29528.

Event description:
It was reported that the insulin pump went into threshold suspend mode when the sensor glucose and blood glucose readings had large discrepancies. The threshold suspend limit was set to 60 mg/dl. The sensor glucose reading was 80 mg/dl, compared with the blood glucose reading of over 300 mg/dl. The customer confirmed the current blood glucose reading with a fingerstick, which read 291 mg/dl. He treated using the insulin pump. He noted the high blood glucose reading was likely due to having had a meal. Upon removal of the sensor, it was found that the sensor needle had an s-shaped bend. Advised return of the sensor for analysis. Nothing further reported.